Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's perioperative report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2012 - patient was diagnosed with vaginal and recurrent rectal prolapse. The patient underwent a three part procedure which included a rectopexy with implant of an unspecified 3 x 6 mesh alleged davol flat mesh ureterolysis, paravaginal repair and cystoscopy with ureteral catheter placement. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to a review of medical records provided to davol by the patient's attorney. Without a lot number a review of the manufacturing records could not be conducted. As the attorney has not provided any information beyond the surgery date of (B)(6) 2012, there is no allegation of patient harm associated with this device (mesh #2). Patient condition beyond this period is unknown. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard flat mesh (mesh #2) implanted in (B)(6) 2012. A second MDR file was created to address the flat mesh (mesh #1) implanted in (B)(6) 2008.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney. On (B)(6) 2008 - this is a patient with a history of rectal prolapse. The patient has undergone hand-assisted laparoscopic low anterior resection with suture rectopexy approximately two years ago. The patient now returns with recurrent rectal prolapse. The patient underwent a rectopexy with implant of a bard/davol "marlex" flat mesh (mesh #1). On (B)(6) 2012 - the patient was diagnosed with a recurrent rectal prolapse. The patient underwent a rectopexy with flat mesh (mesh #2) and ureterolysis. Per the operative details, "because of the mesh (mesh #1) that was there previously, dissection was carried out carefully posteriorly. The patient's left ureter was completely adherent to the mesh (mesh #1) and this was carefully lysed as well and dissected free from the mesh. The mesh from before was left in situ since this was completely incorporated into the mesentery. A new mesh (mesh #2) was the secured with ethibond suture to the sacrum. This was then wrapped around the rectum and secured with ethibond." No additional medical information has been provided regarding ongoing patient conditions.